Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the left ventricular lead exhibited insulation anomaly and high impedance. The lead remained implanted. The patient was in stable condition.